Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in open pouches from the lot number provided in the report. The labels match the product returned. Our laboratory evaluation of the products said to be involved confirmed the report. The devices were returned with the baskets fully retracted. During our functional testing of device #1 and device #3 the basket did not respond to handle manipulation and there was a scraping sound/feeling coming from inside the handles when manipulated. Device #1 and device #3 were disassembled it was noted that the drive wire had separated from the handle and there was nesting in the purple hubs. For further evaluation of the drive wire cables and baskets, the catheters of devices #1 and #3 were cut to push the baskets out of the sheaths. The baskets were both fully formed and intact, and evidence of solder was present on both of the handle cannulas at the joints. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of unable to manipulate the baskets. This report was due to a separation of the drive wires in the device handles. A definitive cause for the drive wire separation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use states: "caution: pulling on the sheath while advancing or retracting the basket may damage the device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation for an endoscopic sphincterotomy (est), the physician selected two (2) cook memory ii double lumen extraction baskets. It was initially reported that when the nurse tested the baskets open before insertion, they did not work, the basket handle did not open. There was no reportable information at that time. The device was received for evaluation on 06 may 2025 and the drive wires were disconnected from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.